Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. Final analysis found that the insulation was abraded at 51.8cm to 52.5cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.